Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called an ambulance to be treated and were taken to the emergency room on (B)(6) 2019 due to high blood glucose level of 500 mg/dl. The customer was treated with intravenous saline and intravenous insulin injections. The customer declined to perform troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.